Manufacturer narrative:
H10: a philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The message ¿disconnected from surveillance¿ were observed on the telemetries during the time of the disconnect. The investigation found that the issues were caused by the customer supplied clinical network (cscn).there was no product malfunction. This is considered a customer network issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that in unit 8a room 8 telemetries stopped working during the night. Telemetries did not recover normal functionality spontaneously, functionality was restored with battery replacement even though there was plenty of battery left on the original batteries. The device was in use on a patient. There was no report of patient or user harm.